Event description:
The customer reported that the system would not power up (boot up). There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The sram (random access memory) and sram battery were replaced. The system was then found to be operating as intended.